Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were broken at the catheter and connector junction. The catheter was tied in two small loop configurations. The catheter was mashed 9 cm from the tip. Due to the condition of the device as it was returned, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the microsensor stopped working while implanted. The microsensor was removed and icp monitoring was discontinued.